Manufacturer narrative:
Although requested, no product return is expected; the customer does not allege a device malfunction or that an over infusion occurred and has declined an event log review or investigation by carefusion. The customer attributes the event to the patient¿s obstructive sleep apnea and morphine intolerance.

Event description:
The customer stated morphine pca plus continuous was infusing when the patient's respiratory rate became depressed. The rapid response team was notified, narcan was administered, and the patient recovered without incident. Subsequently, the patient was diagnosed with obstructive sleep apnea.